Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient's mother reported that her daughter had to be hospitalized due to an infection at the insertion site on her arm where she wore the pod longer than 48 hours. The patient's mother stated that her daughter's arm went blue and at some point she went unconscious. Her blood glucose (bg) levels were reading normal at the time of the event 10 mmol/l (180 mg/dl) and no ketones were found when checked. At the hospital the patient was treated with antibiotics for 2 days, dermacombin (steroid cream) and clindamycin (antibiotic) and now is taking tablets (name not provided).